Event description:
A 77-year-old female came into the emergency department with difficulty breathing. The patient appeared stable but had atrial fibrillation. Computed tomography scans revealed a nearly closed left pulmonary artery and thrombus mass on the right side. The patient's right ventricle was double the size of the left ventricle. Access and wire positioning was achieved without issue. The triever24 (t24) was advanced into place on the right side and aspirations were performed. Several pieces of chronic clot were removed before the t24 became clogged at the tip. The t24 was unclogged successfully and the physician re-positioned to the left side. Several aspirations were performed but no clot was removed. Another aspiration was performed when the catheter became clogged. Attempts were made to aspirate the clogged clot, but the clot became lost. The physician did not want to chase the lost clot and chose to end the procedure. All devices were removed, and access was closed. The patient began cramping and stopped breathing. The patient turned blue, and no pulse was observed. Cardiopulmonary resuscitation was performed, and the emergency team arrived. The patient expired despite resuscitation efforts.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari stryker medical affairs, who concluded that the patient's death was potentially the result of inadvertent clot embolism. Distal embolization of blood clots and cardiovascular collapse are identified in the device labeling as possible adverse events/complications. Manufacturer reference #: (B)(6).